Manufacturer narrative:
(B)(4). The patient connected for peritoneal dialysis therapy before the set-up was properly primed because the patient line extension was added after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connected for peritoneal dialysis therapy before the set-up was properly primed. The patient wanted to get back to priming, but the therapy was already progressed to initial drain with the patient connected. The patient explained that they realized that the line was not primed because they connected the patient extension after priming. The technical service representative assisted with ending the therapy and instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.